Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and remote monitor exhibited an alert indicating a possible issue with the device. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and remote monitor exhibited an alert indicating a possible issue with the device. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the device exhibited a battery depletion (bd) code. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and remote monitor exhibited an alert indicating a possible issue with the device. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the device exhibited a battery depletion (bd) code. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information was received which reported that surgery was performed to replace this device. During the procedure, the device was unable to be interrogated. The device was explanted and replaced as planned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and remote monitor exhibited an alert indicating a possible issue with the device. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Additional information was received which reported that the device exhibited a battery depletion (bd) code. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed the battery appeared to be depleting more quickly than expected. Technical services (ts) recommended device replacement. No adverse patient effects were reported. Additional information was received which reported that surgery was performed to replace this device. During the procedure, the device was unable to be interrogated. The device was explanted and replaced as planned. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.